Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor of unknown type and experienced deflation on the left breast implant and capsular contracture on the right breast implant. The patient¿s symptoms and deflation were confirmed during physical examination. As a result, the patient underwent bilateral removal and replacement with gel mentor memorygel xtra 405ccc on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-03784 for contralateral prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Mentor received additional information, indicating that the primary breast augmentation was with a mentor smooth round moderate plus profile 300cc saline implant, catalog # 3502300, lot # 5651794. The additional information also indicated that the patient experienced capsular contracture on the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: on 8/7/2018, mentor became aware that this information was mistakenly omitted from the follow up 1 report dated 7/30/2018: on 7/16/2018, mentor became aware that the patient underwent removal and replacement of the left breast implant only on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 300cc and experienced deflation on the left breast implant. The patient also experienced bilateral capsular contracture. The patient¿s symptoms and deflation were confirmed during physical examination. As a result, the patient underwent removal and replacement of the left breast implant with gel mentor memorygel xtra breast implant 405ccc on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-03784 for contralateral prosthesis. The device was returned to mentor without fluid inside. White and yellow material was observed within the device. White material was observed on the shell surface. Pe discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The device history record ( DHR) for lot number 5651794 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white or yellow material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).